Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that there was a small line at the bottom of the screen that arcs up. The customer's blood glucose was 94 mg/dl at the time of incident. The customer stated that the line was not covering any of the menus. The customer stated that the insulin pump was not dropped, bumped, exposed to moisture or to direct sunlight. The customer performed self test and the customer stated that the line did not disappear. The customer mentioned that the backlight was not very bright. The insulin pump will not be returned for analysis.